Event description:
Customer called on (B)(6) 2011 reporting of a fluid leak with blood under the coulter hmx hematology analyzer with autoloader. Customer was wearing proper personal protective equipment during the incident and there was no report of exposure or injury. Customer reported that there was no affect to patient, user or patient results as well. Field service engineer (fse) was dispatched and noticed pinch valve pv21 (needle bellows drain) was not actuating properly (causing the bellows to leak blood). This valve along with pv20 and pv22 were replaced. Fse then verified repairs per established procedures.

Manufacturer narrative:
(B)(4).